Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The patient's blood glucose results were "hi" mmol/l and "33.6" mmol/l at 7:00 p.m. On the aviva system. The "hi" mmol/l result, which on the system indicates a result in excess of 33.3 mmol/l. The patient had a headache and went to the hospital. The hospital blood glucose result was 33.6 mmol/l at 8:00 p.m. The patient was treated with insulin via injections and IV. On (B)(6) 2016, the blood glucose result was 33.1 mmol/l at 7:00 a.m. The patient is currently still in the hospital. The infusion device was requested to be returned for product evaluation.